Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a non-functional screen; the customer was training and the customer left the device in a double-padded bag hanging on the wall. Upon the customer's return, the device's display was blank. The patient's blood glucose at the time of incident was 7.3 mmol/l. No further details were provided regarding the blank display anomaly. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to missing segments. However, the insulin pump powered up after battery installation. No blank display noted. The insulin pump had minor scratched lcd window and scratched reservoir tube window.